Event description:
It was reported that the adjustment knob on the device was sticking during a procedure. The account had a back up on hand to complete the case with no allegation of adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick.